Event description:
The device reportedly was set to infuse an unspecified epidural analgesic at 6ml/hr. After 12 hrs of infusion, several "almost empty" alarms sounded and were addressed by the nurse. Later, it was noted that the display indicated the delivery rate to be 49.8ml/hr. The customer source reports the pt rec'd the correct amount of drug as expected, however, they were concerned that the displayed rate was 49.8ml/hr and not 6ml/hr. There were no reported adverse pt effects. We requested add'l info including drug name and basic pt info. The customer source refused to give this info citing "pt confidentiality." No further info was provided.

Manufacturer narrative:
A review of the pump's history log indicated on 5/18/97 at 6:45 a.m. The program was changed from a rate of 6ml/h with a total container of 70ml to 6mg/ml, with a rate of 49.8mg/h, and a total container of 49.8mg. An infusion test ran at 6ml/h for a total of 70ml within system specifications. The percent of error was -5.1%.